Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found pinhole on the device a-rubber (bending section) and scratch on distal end (insertion part). Due to pinhole and scratch , the watertigtness is lost (leakage noted). The reported issue of "pinhole, air/water leakage" was confirmed. In addition, device evaluation found foreign material (foreign object) inside the device nozzle. This condition noted to be attributed to insufficient cleaning (handling problems). Furthermore, the following defects were identified during device inspection: stretched angle wire observed. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive around light guide (lg) lens found peeled. Connecting tube has a dent, scratch. Decrease of output light (light guide broken), caused uneven illumination. Scratch observed on s-connector, universal cord, right/left knob, grip, switch box, sc cover and connecting tube. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Facility cannot tell when a foreign object adheres to the endoscope- noted unknown. Not aware of the foreign object. Time lag between the end of clinical use and the start of pre-washing- noted unknown supply water and air to the air/water nozzle ¿ facility noted yes. Problems with the accessories used for reprocessing- noted unknown. Submerged the endoscope in cleaning solution- noted unknown device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle. Concerns about reprocessing- normal investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Pinhole (air/water leakage) was reported on the device. The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported due to the issue reported. Device evaluation found foreign material (foreign object) inside the device nozzle. This report is being submitted for foreign material (foreign object) found inside the device nozzle ( insufficient cleaning (handling problems).

Manufacturer narrative:
Correction: d5 health professional should have been selected on the initial report rather than other. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformation to the air/water nozzle. It was confirmed that reprocessing was not implemented according to the instructions for use. Olympus will continue to monitor field performance for this device.